Event description:
Customer created a treatment plan default beam set-up and saved it with inhomogeneity correction turned "on". Subsequently the user recalled the stored beam set-up into a plan with inhomogeneity correction turned "off". The treatment plan calculated with inhomogeneity correction "on". This resulted in an effective depth greater than physical depth because of a high density region in the path of one beam. The planner noted the discrepancy and no patient was treated.